Manufacturer narrative:
I checked the status of the power supply module and found that it was faulty, so I replaced it.

Event description:
The device suddenly lost power and will not start up. * turning the device's breaker off and on did not improve the situation.